Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the unit was running hot could not be confirmed. Therefore an assignable root cause was not determined. However, during evaluation it was observed that the device failed the cutter insertion assessment. During repair it was observed that the bearings are worn out and corroded and is creating a situation where the cutter is not able to be inserted. It was determined that this was due to component damage from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during device inspection, it was observed that the attachment device was running hot. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.